Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported a primary hip surgery was done (B)(6) 2016. It was then reported that the patient came back with pain. Allegedly during another procedure they removed metal shavings within in the joint.

Manufacturer narrative:
An event regarding revision due to pain and corrosion involving a metal head was reported. The event was confirmed. Method & results: device evaluation and results: material analysis confirmed "indications of corrosion were observed on the taper of the head. Eds showed the debris was consistent with material transfer from a hip stem, a corrosion process and biological material. No material or manufacturing defects were observed on the surfaces examined." Medical records received and evaluation: a review of the provided medical records by a clinical consultant indicated: ¿no patient demographics are available and there is no histopathologic diagnosis of ¿metal debris¿ in the bursal tissue at the surgery ten-and-a-half month¿s status-post implantation. The head was noted to be ¿on quite tight¿ and a material analysis report of the head noted the taper discoloration consistent with metal transfer, corrosion process and biologic material. The stem trunnion was cleaned and retained. There is no evidence of material or manufacturing defects on the examined head. There is no confirmation the trochanteric bursa was related to the trunnion/head junction ten-and-a-half month¿s status-post implantation of the primary total hip arthroplasty components.¿ device history review: the reported device was manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other similar events reported for this manufacturing lot. Conclusions: . The material analysis confirmed the reported event which indicated that the corrosion was observed on the taper of the head. The provided medical records reviewed, which include the mar report, medical records and x-rays, by the clinician indicated there is no evidence of material or manufacturing defects on the examined head. There is no confirmation the trochanteric bursa was related to the trunnion/head junction ten-and-a-half month¿s status-post implantation of the primary total hip arthroplasty components. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
It was reported a primary hip surgery was done (B)(6) 2016. It was then reported that the patient came back with pain. Allegedly during another procedure they removed metal shavings within in the joint.